Event description:
Rptr's hosp began using the catheter in 1992 or 1993 but did not start tracking each catheter insertion until end of 1993. The hosp also has a home care agency which uses the catheters. From 9/93 to 12/95. 1999 were inserted in the hosp. Rptr does not have any data on the lines inserted by the home care co. During the above time period, there were 5 reactions identified at the time of insertion. Three of the reactions occurred in the same pt on three different insertions over a 2-year period of time. The reaction in the second pt may have been anxiety-related rather than catheter related. The third pt had a severe reaction requiring transfer to intensive care but stabilized and was transferred out of ICU in 24 hours. Over the first two months of 1996, approximately 60 catheters have been inserted and one insertion reaction was noted. Approximately 10 minutes after insertion, the pt developed itching and hives all over his body. There was no hypotension or breathing problems documented. The pt was given benadryl and the reaction resolved. The catheter was left in place and was used for 1 month without any further reaction.